Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced overstimulation, redness, pain, and discomfort at the ipg site. X-rays were taken and revealed no anomalies. Troubleshooting via reprogramming was unable to address the overstimulation at the ipg site. As a result, the patient's ipg was explanted.